Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to loose drive support disk. Insulin pump was unable to verify excessive no delivery alarm due to prime alarm during basic occlusion test. Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case display window corner, broken battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the drive support cap was sticking out and the customer was receiving a no delivery alarm. Customer also received an alarm during the manual prime and stated that the keypad was responding slowly. Customer stated they have to press the buttons hard to get them to work. Customer then mentioned that the ring around the battery compartment was broken off and there was a crack near the reservoir. Customer's blood glucose reading at the time of the call was 248 mg/dl. No further information reported.